Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 450 mg/dl with ketones. Insulin injections were administered to address the bg level. The contact thought that the high bg may be related to how the pump supplies were loaded or possibly been related to the customer being sick. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider. The customer acknowledged the information.